Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained oversensing alert was seen on a remote transmission. The egms showed intermittent loss of capture on rv lead, the impedance was high but stable. Patient presented to the clinic for assessment and programming changes were made. Lead will continue to be monitored remotely and in clinic.